Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation procedure, there was high impedance on the right stn contact 8 with readings of 3841 ohms in monopolar mode and 5057 and 4538 ohms in bipolar configurations (8-10 and 8-11, respectively). The physician noted intermittently high impedances on the contact. A battery replacement was performed, but the issue was not resolved. The device was explanted. No patient complications have been reported as a result of this event.